Event description:
It was reported that the patient was in the emergency room complaining of chest pains and a fluttering feeling. The patient was in and out of junctional rhythm. The lead was found to be dislodged and was subsequently replaced.